Event description:
It was reported that the device would not operate on ac power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): the service agency contracted by physio-control in ireland evaluated the device and verified the reported failure. The cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer.